Event description:
On (B)(6) 2010, pt reported the up and down buttons on the infusion device were "sticking" and not responding to press. This was first noticed 3-4 months before report when pt attempted to bolus. This contributed to hyperglycemia over the previous few days. Blood glucose was 387 mg/dl on morning of report. Pt bolused a few units of insulin and blood glucose was 322 mg/dl 45 minutes later. Target blood glucose is 80-120 mg/dl. Pt has used this infusion device for 2.5 years and boluses approx 3 times per day. Button sticks after it is pressed instead of popping back out. Pt reported the down button sticks more than the up button. Both up and down buttons functioned as intended during troubleshooting call. Infusion device was replaced and requested for evaluation. The pt did not require treatment from a healthcare professional or second party to address the issue.